Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the pacemaker exhibited inappropriate mode switch. The episode was suspected as far r wave oversensing or retrograde conduction. Programming change was made. There was no patient consequences.